Event description:
It was reported the procedure was being performed on a (B)(6) yr, male patient in interventional radiology. The patient had an av fistula shunt in the right arm. The device was removed with the use of a snare. They do not know if this caused a delay in treatment and there was no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4).